Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date implanted - ni. Initial reporter - ni. Product location unknown.

Event description:
Patient underwent a knee revision procedure approximately fifteen months post-implantation due to pain and loosening of the locking bar.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implant date - (B)(6) 2015.

Event description:
Patient underwent a knee revision procedure approximately five months post-implantation due to pain and loosening of the locking bar.